Event description:
The patient reported a lead malfunction. The lead was replaced. There were no patient complications reported. Additional information was received, stating the lead was replaced due to t-wave oversensing.

Manufacturer narrative:
The patient reported a lead malfunction. The lead was replaced. There were no patient complications reported. Additional information was received, stating the lead was replaced due to t-wave oversensing. No conclusion can be drawn oversensing defective device.